Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the right atrial lead had dislodged and was oversensing far-field r waves. The lead was programmed off (the device was reprogrammed to a ventricular-only pacing mode) and then the lead was repositioned two days later; it is still in use. No patient complications have been reported as a result of this event.